Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bender handle would not engage with the bender to bend the bar. There was a surgical delay of 3-4 minutes as they grabbed another bender to bend the bar. The surgery was successfully completed and no adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed as the plunger on the bender was stuck in position, preventing the anvil from moving when the handle was actuated. The DHR for this product could not be reviewed due to the lot number being unknown. There are no indications of manufacturing defects. The most likely cause of the complaint is that the device experienced excessive force. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.